Manufacturer narrative:
During the investigation it was discovered that an infrastructure issue was impacting the processing of hl7 electronic medical records resulting in the back-up of reports for delivery. The hl7 processing was temporarily suspended allowing all patient reports to be delivered within 24 hours. When the delivery of the reports were caught up, hl7 processing was resumed and completed within the 24 hour period. The issue is limited to this customer due to customer specific configuration. There are no reports of adverse health consequences due to this issue.

Event description:
Starlims clinical solution is a software solution for managing research and diagnostic laboratory data and processes and is intended to be used by trained healthcare and research laboratory professionals. The application provides single and multiple site facilities the ability to manage patient and sample registration, pre-analytical processing, manual entry of information and collection of data from ivd analyzers and/or non-diagnostics instruments, data validation (technical and/or clinical) and result reporting. A customer notified abbott informatics that the reporting delivery queue was backed up with patient results reports awaiting delivery.